Event description:
It was reported that the insulin pump alarmed and error while the customer was in a camp. Advised that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.